Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting elevated threshold measurements on the left ventricular (lv) channel resulting in an elevated lv device output. The device displayed a remaining longevity of three months. An elective replacement procedure was performed four months later due to the device reaching end of life (eol). At the replacement procedure, lv pacing impedance measurements were greater than 3000 ohms with vectors including the lv ring electrode. An acceptable pacing threshold and impedance were available from the tip electrode following testing with the replacement device. Based on position of the lv lead, the physician felt replacement wasn't the best option at this time. No fluoroscopic signs of defect were noted. No adverse patient effects were reported.